Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: left coil in uterus"), pregnancy with contraceptive device ("pregnancy") and endometrial ablation ("ablation") in a (B)(6) female patient who had essure (batch no. 629143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 4 and cervical dysplasia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), endometrial ablation (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of coil(s)hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, pregnancy with contraceptive device, pelvic pain and abdominal pain had resolved and the endometrial ablation outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device expulsion, endometrial ablation, pelvic pain and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "pain, migration of essure device location of device: left coil in uterus, pregnancy, ablation, abdominal pain", reporter, lot number,historical condition added from pfs. Case upgraded to incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: left coil in uterus"), pregnancy with contraceptive device ("pregnancy") and endometrial ablation ("ablation") in a 29-year-old female patient who had essure (batch no. 629143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 and cervical dysplasia. Previously administered products included for an unreported indication: lo ovral from 2007 to 2008 and darvocet. Concomitant products included medroxyprogesterone (depo provera) in 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), endometrial ablation (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgical removal of coil(s)hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, pregnancy with contraceptive device, pelvic pain and abdominal pain had resolved and the endometrial ablation outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device expulsion, endometrial ablation, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.